Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was mold presence. The following information was provided by the initial reporter. The customer stated: "it was observed some edta tubes of the ref and lot in question, had cream-colored deposits on the wall (2 mm in diameter). We looked between slide and coverslip, it is not mold."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo were provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was mold presence. The following information was provided by the initial reporter. The customer stated: "it was observed some edta tubes of the ref and lot in question, had cream-colored deposits on the wall (2 mm in diameter). We looked between slide and coverslip, it is not mold."